Event description:
The following information was reported under the ous e-cypher pms registry: seven months following cypher stent placement, the pt presents with unstable angina (ia). Medications are noted as clopidogrel, aspirin, statins, beta-blockers and anti-anginas (which have increased since last visit). The pt undergoes repeat coronary angiography that reveals 90% in-stent restenosis. Per the procedural physician, this event is highly probable to be related to both the device and the index procedure. The pt was admitted for further evaluation of unstable angina (ic). Medications administered prior to intervention included: aspirin, beta-blockers, anti-anginals and gp iib/iiia. Lesion 1-1 is an eccentric, class c, de novo lesion of the proximal left anterior descending artery (prox lad). This is an irregularly contoured, readily accessible 3.0 x 26mm proximal angulations. There is little to no calcification and no thrombus present. The lesion is pre-dilated with a 2.0 x 20mm balloon at 6 atms. A cypher 3.0 x 33mm stent is deployed at 14 atms effectively reducing the stenosis form 90% to 0%. Timi pre- and post-procedure is 3. Medications administered during the procedure included: gp iib/iiia. There were no procedural complications. The pt was discharged the following day on aspirin, beta-blockers and clopidogrel. Clopidogrel is planned for 6 months. The following information was reported under the ous e-cypher pms registry: seven months following cypher stent placement. The pt experienced an in-stent restenosis.